Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a relay plus nbs device. The relay plus nbs device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"Dr. (B)(6) brought the device system from sterile packaging on the surgical table. During examine structural integrity. He found there was no apex release retainer. Even though, the graft was implanted to the patient with safe."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus thoracic stent graft with delivery system. The relay nbs system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay nbs plus related event occurred in (B)(6). The event did not lead to patient death or injury.

Event description:
"Dr. (B)(6) brought the device system from sterile packaging on the surgical table. During examine structural integrity. He found there was no apex release retainer. Even though, the graft was implanted to the patient with safe."